Manufacturer narrative:
(B)(4). The reporter stated that the event occurred within the last few weeks of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use of the device and clear passage testing were performed. Both tests did not pass due to a blockage in the tubing and luer lock assembly. This was determined to be the cause of the reported condition. Therefore, the issue was verified through evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot number and expiration date. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree catheter extension set would not prime. This occurred during priming of normal saline. There was no patient involvement. No additional information is available.